Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a rash. The patient reported that their physician prescribed a hydrocortisone cream to treat the rash and advised the patient to take off the device to allow the rash to clear. There was no alleged device malfunction. Follow up indicated that the patient's irritation had improved.